Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n547971, implanted: (B)(6) 2015, product type: accessory. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received regarding a patient receiving hydromorphone (1 mg/ml at 0.2405mg/day) via an implanted pump. The indication for use was noted as non-malignant pain. On (B)(6) 2015 the patient had a refill and there was a volume discrepancy. The expected reservoir volume (erv) was 6.4 ml and the actual reservoir volume (arv) was 14 ml. The patient was no longer getting pain relief like they used to and they are no longer taking as many oral pain medications as they used to. It was noted the pump was refilled and healthcare professional advised the patient to come back and have the pump volume checked (B)(6) 2015. The company representative reported that on (B)(6) 2015 there was a volume discrepancy above normal expectancy; it was determined that the pump had flipped and it was flipped back manually by the hcp; and a catheter access study was done and no flow was seen indicating that the catheter may have pulled out of the intrathecal space. The patient was referred to the surgeon for a catheter revision; a revision was planned. Further follow up is being conducted to determine the causes of the pump flip and if a catheter issue had been confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by a consumer via the company representative. On (B)(6) 2015 it was reported that a dye study was performed on (B)(6) 2015 and no flow was obtained. The patient had complained of her pain not being relieved and it was apparent the patient could flip her pump around in the pocket. It was reported that the patient had twiddled with their pump enough to flip it over and break the catheter at the point of connection to the pump. On (B)(6) 2015 the catheter was partially explanted. The catheter was partially left in the spine and new catheter was spliced in, tunneled, and connected to the pump. In addition, a dacron pouch was added to the pump and it was sutured down five times. It was reported that the issue was resolved.